Event description:
It was reported that during the acute ischemic stroke (ais) right m1 procedure when attempting to cross a lesion with the subject guidewire, the hard clot required multiple attempts, resulting in a approximately 5cm of the distal tip of the subject guidewire to break off and remain in the patients anatomy. Efforts were made to retrieve the fragment, but it could not be removed, resulting in a 120 minutes surgical delay. Recanalization could not be obtained, therefore the procedure was not completed. The residual fragment had no impact on the patient. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found only 208cm of the subject guidewire proximal fragment was returned. Approximately 15cm of the distal fragment was not returned. The nitinol tubing of the proximal fragment was broken/fractured. The core wire and platinum coil were not visible inside the broken proximal fragment. The damage to the returned device indicates it encountered a significant force during use. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be average tortuous. The guidewire was shaped 120 degrees. There was the introducer sheath used, when inserting the guidewire. Flush was given inside the microcatheter at the time when the guidewire was inserted and there was no friction or resistance felt at the hub. There was no friction or resistance while the guidewire was advancing in the microcatheter. The device was used for an acute ischemic stroke (ais) (right m1) medical procedure. An assignable cause of procedural factors will be assigned to the as reported guidewire distal tip broken/fractured during use, un-retrieved device fragments, device difficulty engaging target vessel and as analysed guidewire distal tip broken/fractured during use, un-retrieved device fragments as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the acute ischemic stroke (ais) right m1 procedure when attempting to cross a lesion with the subject guidewire, the hard clot required multiple attempts, resulting in a approximately 5cm of the distal tip of the subject guidewire to break off and remain in the patients anatomy. Efforts were made to retrieve the fragment, but it could not be removed, resulting in a 120 minutes surgical delay. Recanalization could not be obtained, therefore the procedure was not completed. The residual fragment had no impact on the patient. No clinical consequences were reported to the patient due to this event.